Event description:
The manufacturer received information alleging a patient with a dreamstation 2 device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The dreamstation 2 device was returned to the third-party service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. The device was scrapped, per customer's request.